Event description:
It was reported that during use of the ventilator, the o2 concentration was inaccurate and device alarmed for incorrect o2 concentration. There was no patient harm. Manufacturer's ref. #: (B)(4)

Manufacturer narrative:
On-site investigation was performed by the third party service. According to received information, after the issue with oxygen concentration occurred, the whole device was replaced. There was no on-site visit by our technician. The repair of the device was handled by the third party service and no more information will be provided. Alarm o2 concentration (high or low) is activated when measured o2 concentration exceeds the set value by more than 5 vol.% above or below the set concentration value. The alarm is delayed 40 seconds after changing the o2 concentration setting. There is also an absolute minimum alarm limit of 18% o2 which is independent of operating settings. There can be two reasons for this alarm: gas delivery error and measurement error. Gas delivery error is when wrong gas concentration is delivered from the system, but the gas concentration is measured correctly. Measurement error is when correct gas concentration is delivered from the system, but the gas concentration is measured incorrectly. Unfortunately, the device's logs and information about repair have not been provided, no further analysis has been possible. As the solution is unknown the cause of the reported event has not been determined.